Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Damaged attune femoral and tibia impactors. Both femoral and tibial impactors are fully intact with no missing material. Just hairline cracks. October 2, 2015 upon evaluation of the returned impactors, the returned (254401006/au4068167), device had a small piece missing, and the returned (254401003/au3653985) was cracked as reported. Ay